Event description:
It was reported that the patient underwent explantation approximately 11 years and 10 months post-implantation due to elevated metal ion levels and metallosis. During the revision, the cup was found in excessive anteversion impinging on the femoral neck of the stem leading to notching and trunnionosis. The initial stem was left intact, and all other components were revised without complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.